Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented a leak. The farawave catheter and faradrive sheath were used in the left atrium (la) for the pvi ablation. Next, a non-bsc mapping catheter was inserted to the left atrium for post mapping and at that point, the physician noticed leaking back out of the hemostatic valve. We were finishing up the case at that point, so he decided to continue using the faradrive sheath for the remainder of the procedure. No patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
It was reported that a faradrive steerable sheath during procedure presented a leak. The farawave catheter and faradrive sheath were used in the left atrium (la) for the pvi ablation. Next, a non-bsc mapping catheter was inserted to the left atrium for post mapping and at that point, the physician noticed leaking back out of the hemostatic valve. We were finishing up the case at that point, so he decided to continue using the faradrive sheath for the remainder of the procedure. No patient complications. The device is expected to be returned.